Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was a peeling downstream occlusion (dso) seal as confirmed during the dso pressure test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced dso seal, updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not latched properly' error occasionally when latching tubing sets. There was no reported patient involvement.